Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain/ pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 42-year-old female patient who had essure (batch no. 654830) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close)" on (B)(6) 2009. The patient's past medical history included breast pain, frequent periods, gastric bypass, irritable bowel syndrome, bleeding menstrual heavy, fibroids, ovarian cyst, iron deficiency, anemia, cervical cancer in 1993, gravida I, miscarriage in 1993, nausea, gas, fatigue, uterine dilation and curettage, anxiety, hysterectomy, cervical cancer in 1993, enlarged tonsils, cholecystectomy, loop electrosurgical excision procedure, shortness of breath and tonsillectomy. Did not experience any complications of your unintended pregnancy or delivery. Do not allege that essure caused birth defects. Previously administered products included for an unreported indication: birth control pill from (B)(6) 2009to (B)(6) 2009, ambien, wellbutrin, ativan, clonopin, aspirin, fioricet, seroquel, aygestin, penicillin, zoloft and provigill. Past adverse reactions to the above products included abdominal discomfort with aspirin; and rash with penicillin. Concurrent conditions included uterine bleeding, endometrial polyp, vaginal discharge abnormality, non-smoker, alcohol use, fever, depression, cervical dysplasia, mastodynia and insomnia. Family history included hypertension (mother), heart attack (mother), lung cancer (maternal grandmother, paternal grandfather), hepatic cancer (maternal grandmother, paternal grandfather) and coronary artery disease. Concomitant products included bupivacaine (marcaine), bupropion (wellbutrin), cefazolin, epinephrine, eszopiclone (lunesta), lorazepam (ativan), medroxyprogesterone (depo provera), metronidazole (flagyl) and sertraline (zoloft). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain/right lower quadrant &pelvis pain (severe, sometimes sharp & stabbing, always aching & uncomfortable to sit for any period of time longer than 30 minutes"), dysmenorrhoea ("dysmenorrhea (cramping)/throbbing &cramping pain during menses") and dyspareunia ("dyspareunia (painful sexual intercourse)/ sharp pain with sexual intercourse"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding was worse, heavier after was worse, heavier after essure than before essure"). On an unknown date, the patient experienced condition aggravated ("essure worsened a previously existing injury/ condition"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, menorrhagia, vaginal haemorrhage, pelvic pain, dysmenorrhoea and dyspareunia had resolved and the condition aggravated outcome was unknown. The reporter considered abdominal pain, condition aggravated, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: left tube not occluded; on (B)(6) 2010: total bilateral occlusion on (B)(6) 2010, hysterosalpingogram revealed placement of essure tube within the fallopian tube on each side. Right fallopian tube has no filling of contrast. Left fallopian tube does have some contrast filling with questionable spillage into the peritoneal cavity. Therefore, this does not demonstrate obstruction of this tube. Prominent filling of contrast collection at the margin of the endometrial cavity raising the possibility of adenomyosis. The finding of a partially patent left fallopian tube was discussed with physician. On (B)(6) 2010, hysterosalpingogram revealed no flow of contrast through either tube, likely indicating tubal occlusion. Persistent irregularity to the margins of the endometrium, suggestive of adenomyosis. On (B)(6) 2011, mammogram revealed benign. Benign appearing 1 .6 cm simple cyst I identified in the 1 o ' clock position of the left breast, 2 cm from t he nipple, corresponding mammographic nodule , benign . No mammographic features of malignancy in the left breast assess for stability. Consider aspiration of any clinically palpable cysts, if indicated. On (B)(6) 2012, CT abdomen and pelvis with contrast revealed the patient had right lower quadrant pain , it was a chronic pain acutely exacerbated . Laboratory exams including amylase , lipase , and lfts thenand cbc and chem- 12 in the morning was rechecked . Al so , sh e had micro hematuria , so urine culture was checked. No visualization of t he appendix. However , there was no evidence for inflammatory change seen 'within the right lower quadrant. No signs of intestinal obstruction. Post surgical change of cholecystectomy with intrahepatic biliary ductal dilatation . However , the extrahepatic bile duct is normal in caliber . This was likely was secondary to the patient's post cholecystectomy state. Post surgical changes of gastric bypass surgery and tubal occlusive device procedure placement. Punctate no obstructing right mid pole renal calculu. On (B)(6) 2012: bilateral digital mammogram screening : impression: benign appearing nodularity left breast, known cyst . Mammographically benign breasts. On (B)(6) 2014, operative findings revealed uterus: mildly enlarged. Ovaries: normal upper abdomen: not visualized due to omental veil. Appendix: normal. Bladder and ureteral jets: normal other: scattered blue black nodules puckering peritoneum, c/w endometriosis. On (B)(6) 2014: bilateral digital mammogram screening : impression: circumscribed ovoid cyst within t he anterior tissues of the left breast. Though mildly increased in size from previous exam, this was previously evaluated by sonography and shown to rep resent a benign cyst. No developing feature suspicious for malignancy identified within either breast. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2018: quality safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain/ pain / abdominal pain that waxes and wanes'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and endometriosis ('endometriosis') in a 42-year-old female patient who had essure (batch no. 654830) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close)" on (B)(6) 2009. The patient's medical history included cervical cancer in 1993, miscarriage in 1993, cervical cancer in 1993, breast pain, frequent periods, gastric bypass, irritable bowel syndrome, bleeding menstrual heavy, fibroids, ovarian cyst, iron deficiency, anemia, gravida I, nausea, gas, fatigue, uterine dilation and curettage, anxiety, hysterectomy, enlarged tonsils, cholecystectomy, loop electrosurgical excision procedure, shortness of breath and tonsillectomy. Did not experience any complications of your unintended pregnancy or delivery. Do not allege that essure caused birth defects . Previously administered products included for an unreported indication: birth control pill from (B)(6) 2009, ambien, wellbutrin, ativan, clonopin, aspirin, fioricet, seroquel, aygestin, penicillin, zoloft and provigill. Past adverse reactions to the above products included abdominal discomfort with aspirin; and rash with penicillin. Concurrent conditions included uterine bleeding, endometrial polyp, vaginal discharge abnormality, non-smoker, alcohol use, fever, depression, cervical dysplasia, mastodynia and insomnia. Family history included hypertension (mother), heart attack (mother), lung cancer (maternal grandmother, paternal grandfather), hepatic cancer (maternal grandmother, paternal grandfather) and coronary artery disease. Concomitant products included antibiotics, bupropion hydrochloride (wellbutrin), cefazolin, epinephrine, eszopiclone (lunesta), lorazepam (ativan), medroxyprogesterone acetate (depo provera) and sertraline hydrochloride (zoloft). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pain/right lower quadrant &pelvis pain (severe, sometimes sharp & stabbing, always aching & uncomfortable to sit for any period of time longer than 30 minutes"), dysmenorrhoea ("dysmenorrhea (cramping)/throbbing &cramping pain during menses") and dyspareunia ("dyspareunia (painful sexual intercourse)/ sharp pain with sexual intercourse"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding was worse, heavier after was worse, heavier after essure than before essure"). On an unknown date, the patient experienced condition aggravated ("essure worsened a previously existing injury/ condition"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding "), abdominal pain lower ("rlq pain"), coccydynia ("sitting pain"), pain in extremity ("right leg pain"), endometriosis (seriousness criterion medically significant) and tenderness ("tenderness to palpation in the pelvic region") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (endometriosis excision, robotic hysterectomy with bilateral salpingectomy and hysterectomy, ablation). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain, dysmenorrhoea and dyspareunia had resolved and the condition aggravated, dysfunctional uterine bleeding, abdominal pain lower, coccydynia, pain in extremity, endometriosis, uterine leiomyoma and tenderness outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, coccydynia, condition aggravated, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, pain in extremity, pelvic pain, tenderness, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: it was reported that the patient underwent more than 1 essure related surgeries (unspecified). On (B)(6) 2014, operative findings revealed uterus: mildly enlarged. Ovaries: normal upper abdomen: not visualized due to omental veil. Appendix: normal. Bladder and ureteral jets: normal. Other: scattered blue black nodules puckering peritoneum, c/w endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2012: results: CT abdomen and pelvis with contrast revealed the patient had right lower quadrant pain , it was a chronic pain acutely exacerbated . Laboratory exams including amylase , lipase , and lfts thenand cbc and chem- 12 in the morning was rechecked . Al so , sh e had micro hematuria , so urine culture was checked. No visualization of t he appendix. However , there was no evidence for inflammatory change seen 'within the right lower quadrant. No signs of intestinal obstruction. Post surgical change of cholecystectomy with intrahepatic biliary ductal dilatation . However , the extrahepatic bile duct is normal in caliber . This was likely was secondary to the patient's post cholecystectomy state. Post surgical changes of gastric bypass surgery and tubal occlusive device procedure placement. Punctate no obstructing right mid pole renal calculu. Micro hematuria; on (B)(6) 2012: bilateral digital mammogram screening : impression: benign appearing nodularity left breast, known cyst . Mammographically benign breasts.; on (B)(6) 2014: bilateral digital mammogram screening : impression: circumscribed ovoid cyst within t he anterior tissues of the left breast. Though mildly increased in size from previous exam, this was previously evaluated by sonography and shown to rep resent a benign cyst. No developing feature suspicious for malignancy identified within either breast.. Hysterosalpingogram - on (B)(6) 2010: revealed placement of essure tube within the fallopian tube on each side. Right fallopian tube has no filling of contrast. Left fallopian tube does have some contrast filling with questionable spillage into the peritoneal cavity. Therefore, this does not demonstrate obstruction of this tube. Prominent filling of contrast collection at the margin of the endometrial cavity raising the possibility of adenomyosis. The finding of a partially patent left fallopian tube was discussed with physician. Results: left tube not occluded; on (B)(6) 2010: results: revealed no flow of contrast through either tube, likely indicating tubal occlusion. Persistent irregularity to the margins of the endometrium, suggestive of adenomyosis. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-aug-2020: plaintiff fact sheet was received. Event added from pfs- dysfunctional uterine bleeding, right lower quadrant pain, sitting pain, right leg pain, endometriosis, tenderness to palpation in the pelvic region, uterine fibroids. Reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain/ pain / abdominal pain that waxes and wanes'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and endometriosis ('endometriosis') in a 42-year-old female patient who had essure (batch no. 654830) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close)" on (B)(6) 2009. The patient's medical history included cervical cancer in 1993, miscarriage in 1993, cervical cancer in 1993, breast pain, frequent periods, gastric bypass, irritable bowel syndrome, bleeding menstrual heavy, fibroids, ovarian cyst, iron deficiency, anemia, gravida I, nausea, gas, fatigue, uterine dilation and curettage, anxiety, hysterectomy, enlarged tonsils, cholecystectomy, loop electrosurgical excision procedure, shortness of breath and tonsillectomy. Did not experience any complications of your unintended pregnancy or delivery. Do not allege that essure caused birth defects. Previously administered products included for an unreported indication: birth control pill from january 2009 to august 2009, ambien, wellbutrin, ativan, clonopin, aspirin, fioricet, seroquel, aygestin, penicillin, zoloft and provigill. Past adverse reactions to the above products included abdominal discomfort with aspirin; and rash with penicillin. Concurrent conditions included uterine bleeding, endometrial polyp, vaginal discharge abnormality, non-smoker, alcohol use, fever, depression, cervical dysplasia, mastodynia and insomnia. Family history included hypertension (mother), heart attack (mother), lung cancer (maternal grandmother, paternal grandfather), hepatic cancer (maternal grandmother, paternal grandfather) and coronary artery disease. Concomitant products included antibiotics, bupropion hydrochloride (wellbutrin), cefazolin, epinephrine, eszopiclone (lunesta), lorazepam (ativan), medroxyprogesterone acetate (depo provera) and sertraline hydrochloride (zoloft). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pain/right lower quadrant &pelvis pain (severe, sometimes sharp & stabbing, always aching & uncomfortable to sit for any period of time longer than 30 minutes"), dysmenorrhoea ("dysmenorrhea (cramping)/throbbing &cramping pain during menses") and dyspareunia ("dyspareunia (painful sexual intercourse)/ sharp pain with sexual intercourse"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding was worse, heavier after was worse, heavier after essure than before essure"). On an unknown date, the patient experienced condition aggravated ("essure worsened a previously existing injury/ condition"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding "), abdominal pain lower ("rlq pain"), coccydynia ("sitting pain"), pain in extremity ("right leg pain"), endometriosis (seriousness criterion medically significant) and tenderness ("tenderness to palpation in the pelvic region") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (endometriosis excision, robotic hysterectomy with bilateral salpingectomy and hysterectomy, ablation). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain, dysmenorrhoea and dyspareunia had resolved and the condition aggravated, dysfunctional uterine bleeding, abdominal pain lower, coccydynia, pain in extremity, endometriosis, uterine leiomyoma and tenderness outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, coccydynia, condition aggravated, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, pain in extremity, pelvic pain, tenderness, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: it was reported that the patient underwent more than 1 essure related surgeries (unspecified). On (B)(6) 2014, operative findings revealed uterus: mildly enlarged. Ovaries: normal upper abdomen: not visualized due to omental veil. Appendix: normal. Bladder and ureteral jets: normal. Other: scattered blue black nodules puckering peritoneum, c/w endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2012: results: CT abdomen and pelvis with contrast revealed the patient had right lower quadrant pain , it was a chronic pain acutely exacerbated . Laboratory exams including amylase , lipase , and lfts thenand cbc and chem- 12 in the morning was rechecked . Al so , sh e had micro hematuria , so urine culture was checked. No visualization of t he appendix. However , there was no evidence for inflammatory change seen 'within the right lower quadrant. No signs of intestinal obstruction. Post surgical change of cholecystectomy with intrahepatic biliary ductal dilatation . However , the extrahepatic bile duct is normal in caliber . This was likely was secondary to the patient's post cholecystectomy state. Post surgical changes of gastric bypass surgery and tubal occlusive device procedure placement. Punctate no obstructing right mid pole renal calculu. Micro hematuria; on (B)(6) 2012: bilateral digital mammogram screening : impression: benign appearing nodularity left breast, known cyst . Mammographically benign breasts.; on (B)(6) 2014: bilateral digital mammogram screening : impression: circumscribed ovoid cyst within t he anterior tissues of the left breast. Though mildly increased in size from previous exam, this was previously evaluated by sonography and shown to rep resent a benign cyst. No developing feature suspicious for malignancy identified within either breast.. Hysterosalpingogram - on (B)(6) 2010: revealed placement of essure tube within the fallopian tube on each side. Right fallopian tube has no filling of contrast. Left fallopian tube does have some contrast filling with questionable spillage into the peritoneal cavity. Therefore, this does not demonstrate obstruction of this tube. Prominent filling of contrast collection at the margin of the endometrial cavity raising the possibility of adenomyosis. The finding of a partially patent left fallopian tube was discussed with physician. Results: left tube not occluded; on (B)(6) 2010: results: revealed no flow of contrast through either tube, likely indicating tubal occlusion. Persistent irregularity to the margins of the endometrium, suggestive of adenomyosis. Total bilateral occlusion. Lot number:654830 manufacturing date: 2009-07 expiration date:2012-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who received essure for contraception. On (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (surgical removal of the device on (B)(6) 2014). Essure was withdrawn. At the time of the report, the abdominal pain outcome was unknown. The reporter considered abdominal pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 8-mar-2017: quality-safety evaluation of ptc was received. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented abdominal pain. A surgical removal of micro-inserts was performed around 5 years after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure, plaintiff experienced abdominal pain. Considering the nature of the event causality cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain/ pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a female patient who had essure (batch no. 654830) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close)" on 31-aug-2009. The patient's past medical history included breast pain, frequency of menses, gastric bypass, irritable bowel syndrome, bleeding menstrual heavy, fibroids, ovarian cyst, iron deficiency, anemia, cervical cancer in 1993, gravida, miscarriage in 1993, nausea, gas, fatigue, uterine dilation and curettage, anxiety, hysterectomy, cervical cancer in 1993, enlarged tonsils and cholecystectomy. Previously administered products included for an unreported indication: birth control pill from january 2009 to august 2009, ambien, wellbutrin, ativan, clonopin, aspirin, fioricet, seroquel, aygestin, penicillin, zoloft and provigill. Past adverse reactions to the above products included abdominal discomfort with aspirin; and rash with penicillin. Concurrent conditions included uterine bleeding, endometrial polyp, vaginal discharge abnormality, non-smoker, alcohol use, fever, depression and cervical dysplasia. Family history included hypertension (mother), heart attack (mother), lung cancer (maternal grandmother, paternal grandfather) and hepatic cancer (maternal grandmother, paternal grandfather). Concomitant products included bupivacaine (marcaine), cefazolin, epinephrine, medroxyprogesterone (depo provera) and metronidazole (flagyl). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain/right lower quadrant &pelvis pain (severe, sometimes sharp & stabbing, always aching & uncomfortable to sit for any period of time longer than 30 minutes"), dysmenorrhoea ("dysmenorrhea (cramping)/throbbing &cramping pain during menses") and dyspareunia ("dyspareunia (painful sexual intercourse)/ sharp pain with sexual intercourse"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding was worse, heavier after was worse, heavier after essure than before essure") and condition aggravated ("essure worsened a previously existing injury/ condition"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding was worse, heavier after was worse, heavier after essure than before essure") and condition aggravated ("essure worsened a previously existing injury/ condition"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, menorrhagia, vaginal haemorrhage, pelvic pain, dysmenorrhoea and dyspareunia had resolved and the condition aggravated outcome was unknown. The reporter considered abdominal pain, condition aggravated, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: left tube not occluded; on (B)(6) 2010: total bilateral occlusion . On (B)(6) 2010 , hysterosalpingogram revealed placement of essure tube within the fallopian tube on each side. Right fallopian tube has no filling of contrast. Left fallopian tube does have some contrast filling with questionable spillage into the peritoneal cavity. Therefore, this does not demonstrate obstruction of this tube. Prominent filling of contrast collection at the margin of the endometrial cavity raising the possibility of adenomyosis. The finding of a partially patent left fallopian tube was discussed with physician. On (B)(6) 2010, hysterosalpingogram revealed no flow of contrast through either tube, likely indicating tubal occlusion. Persistent irregularity to the margins of the endometrium, suggestive of adenomyosis. On (B)(6) 2011, mammogram revealed benign. Benign appearing 1 .6 cm simple cyst I identified in the 1 o ' clock position of the left breast, 2 cm from t he nipple, corresponding mammographic nodule , benign . No mammographic features of malignancy in the left breast assess for stability. Consider aspiration of any clinically palpable cysts, if indicated. On (B)(6) 2012, CT abdomen and pelvis with contrast revealed the patient had right lower quadrant pain , it was a chronic pain acutely exacerbated . Laboratory exams including amylase , lipase , and lfts thenand cbc and chem- 12 in the morning was rechecked . Al so , she had micro hematuria , so urine culture was checked. No visualization of the appendix. However , there was no evidence for inflammatory change seen 'within the right lower quadrant. No signs of intestinal obstruction. Post surgical change of cholecystectomy with intrahepatic biliary ductal dilatation . However , the extrahepatic bile duct is normal in caliber . This was likely was secondary to the patient's post cholecystectomy state. Post surgical changes of gastric bypass surgery and tubal occlusive device procedure placement. Punctate no obstructing right mid pole renal calculu. On (B)(6) 2014, operative findings revealed uterus: mildly enlarged. Ovaries: normal upper abdomen: not visualized due to omental veil. Appendix: normal. Bladder and ureteral jets: normal. Other: scattered blue black nodules puckering peritoneum, c/w endometriosis. Most recent follow-up information incorporated above includes: on 4-jan-2018: new events added- abnormal bleeding (vaginal, menorrhagia)/abnormal vaginal bleeding was worse, heavier after was worse, heavier after essure than before essure, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), failure to occlude (close) and pain/right lower quadrant &pelvis pain (severe, sometimes sharp & stabbing, always aching & uncomfortable to sit for any period of time longer than 30 minutes. Historical conditions, historical drugs, concomitant conditions, concomitant drugs and lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 8-mar-2017: quality-safety evaluation of ptc was received. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented abdominal pain. A surgical removal of micro-inserts was performed around 5 years after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure, plaintiff experienced abdominal pain. Considering the nature of the event causality cannot be excluded. This case was regarded as incident, since device removal was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Further information will be obtained through the litigation process.